Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, high and increasing impedance. It was also reported that the right ventricular (rv) lead exhibited high thresholds, increasing thresholds, increasing impedance and oversensing. The lead were capped and replaced. No patient complications have been reported as a result of this event.